Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5(cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative performed an nvmem clear, replaced the touch screen, and performed a software update to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Based on the software revision installed at the time of the event, the root cause was determined to be a known software issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that the touch screen of a centrifugal pump 5 (cp5) became intermittently unresponsive during a procedure. There was no report of patient injury.